Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose level was 423 mg/dl at the time. The customer also reported that the meter and the insulin pump were connected but were not communicating. The customer's other blood glucose level was 444 mg/dl. The customer declined troubleshooting for high blood glucose. The customer was treated with insulin pump for high blood glucose. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.